Event description:
It was reported that this right atrial (ra lead exhibited low out of range pacing impedance (greater than 200 ohms). This ra lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).